Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the right ventricular lead fractured. The lead was capped and a new lead was implanted on the patient's left side.